Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, the customer inadvertently entered units of insulin into the carbohydrate field in the bolus delivery menu. Customer consumed carbohydrates and glucose tablets to address bg. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.